Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) the device has been provided by user facility for investigation at our bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): tube runs empty - no alarm.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) result of examination: the history log files of the received sample were read out and analyzed. The history files revealed a lots of air bubble alarms. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and slight contaminations. The spaceline, which was engaged for testing purposes, was dependably identified and could be selected. A start-up was possible without reservations. For the testing of the air-sensor a water filled infusomat tubing was inserted into the device. All externally injected air bubbles have been detected correctly by the sensor. The performed long term test revealed no abnormalities. For further investigation the device was disassembled. No damages, which were able to cause the malfunction, were discovered inside. The pump operated as intended and the reported failure could not be reproduced.